Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and the device to be in good condition. Functional testing was unable to verify and duplicate the reported problem. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that after the battery was removed, the pump beeped with cracking noises for about 10 minutes. There was unknown patient involvement.